Manufacturer narrative:
The sensor was inspected and it was found that the sensor cannula was broken. The broken part was found to still be attached to the sensor cannula tubing. It was unable to be determined if the customer received sensor damage because it was returned opened and used.

Event description:
The customers' mother reported via phone of issues with their son's sensor reading lost sensor. The customer's blood glucose at the time of incident was unknown. Troubleshooting was conducted and the device is being returned for analysis and replaced.